Event description:
The customer obtained higher than expected vitros trop I es patient results for multiple patient samples (patient 1 = 0.065 ng/ml, patient 2 = 0.080 ng/ml, patient 3 = 0.059, 0.061 ng/ml ) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were reported to the clinician, and corrected reports were issued following repeat testing (patient 1 < 0.012 ng/ml, patient 2 < 0.034 ng/ml, patient 3 = 0.020, 0.018 ng/ml ). There was no report of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros trop I es patient results were obtained while using the vitros eciq analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. There is no evidence that the vitros tropi es reagent had malfunctioned. The assignable root cause is an instrument related issue.